Event description:
It was reported by the staff, that patient had very tortuous vessels. While in the operating theater intra-aortic balloon (iab) was prepped per instruction. Blue fiberoptix sensor (fos) key was inserted into pump; however, fos was not recognized. Iab was going to be used via transducer. Md was going to insert iab sheathless via left femoral artery. Iab was not able to be inserted and as a result, md inserted a sheath and tried to again insert same iab. While inserting iab it became stuck in sheath, so iab with sheath was removed as one unit. After sheath and iab were removed from pt.'s left femoral artery, md pulled iab from sheath. Md wanted to access right femoral artery and insert same iab without using sheath. Md could not insert iab sheathless. As a result, md used same sheath he used on left femoral artery for right femoral artery. Iab became stuck in sheath. Md removed sheath and iab as one unit. Md requested a datascope iab and completed procedure. Sales representative informed md that iab should not have been "re-used".

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.